Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope camera manipulator (ecm) arm involved with this complaint and completed the device evaluation. During failure analysis, the reported failure (non-intuitive motion along insertion / axis 3) was able to be reproduced during test drive. The ecm arm¿s axis 4 motor was found defective and was replaced to resolve the issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscopic camera manipulator (ecm) arm insertion axis was difficult to move, and an unspecified error fault was observed. The customer received phone assistance from the technical support engineer (tse). Troubleshooting was performed through a system power cycle and ecm axis 4 rotation; however, the issue did not resolve. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information regarding the reported event: the system was inspected prior to use. The ecm arm issue was resolved, and the procedure was completed using a da vinci si system after the intuitive surgical, inc. (Isi) field service engineer (fse) replaced the ecm arm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During the field evaluation, the fse confirmed and reproduced the issue identifying a defective endoscope camera manipulator (ecm) arm. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. Isi received the ecm arm; however, failure analysis is in progress. A supplemental MDR will be submitted when the ecm is evaluated and if/or any additional information is received.